Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. Examination of the attached instrument photos confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre) was not performed.

Event description:
During a c-stem pinnacle operation the treaded end of the pinnacle impactor handle 221750041 disengaged from the end of the impactor handle after we had implanted the cup. We then needed to get some extra gear to remove this from the implant. Standard procedure is that you unthread the impactor from the cup once it is in the patient. However this time the threaded end disengaged from the impactor. This added 5 minutes to the operation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3, h8.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. Examination of the attached instrument photos confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre) was not performed.